Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. The wire guide coating has separated and the distal portion of the coating has folded over itself from 17.0 cm from the distal end such that approximately 4.5 cm of coating is hanging at the tip of the device. The wire guide coating is damaged from the distal tip to approximately 0.2 cm from the distal tip. Approximately 17.0 cm to 31.0 cm from the distal end is a section of bare core wire. The wire guide is bent approximately 26.8 cm from the distal end. Rough surfaces are found throughout the entire length of the wire guide. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history records for the wire guide lot was reviewed. The wire guide subassembly device history record contains nonconformances that could potentially be related to wire guide damage. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The user found out the surface of wire guide peeled off during procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence